Event description:
The customer has been hospitalized for high blood sugars. The customer tried to change out entire set twice and treated with a manual injection per the doctor's protocol to resolve the unexplained high blood sugar level. The customer woke up with high ketones and a high blood sugar reading prior to being admitted to the hosp. The customer stated that the healthcare professionals believe that the high blood sugars were caused by the pump not functioning properly. Troubleshooting was done on the pump and the pump passed the functional tests. The customer is uncomfortable with the pump and wants it replaced.